Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.2, 4.4. Pt's therapeutic range is unk, but likely to be 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.